Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During baxter's evaluation, the device failed to detect an upstream occlusion. This device was unable to be evaluated for the reported undetected upstream occlusion due to the occurrence of a system error 105. The undetected upstream occlusion is a failure without possible logical activities or recorded events that could be confirmed through the event history log. The device was repaired and calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.